Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while suturing, portion of the tip of the needle was missing. Case was completed without incident.